Event description:
It was reported that the patient had her settings ¿wiped out¿ and that the patient was not feeling stimulation. The patient had a new patient programmer from a recent implant and it was unclear if the device had been programmed at all, because the patient was just implanted within the past few days. Syncing with the patient programmer showed one program at 0.0 v, no other programs, and when tried to increase stimulation, the upper limit symbol appeared. Using the clinician programmer it was determined that the patient did just have one program and was able to increase to 1.1 v. The patient was getting stimulation in the target area, which was lower buttock where she had stimulation before, and stimulation was comfortable. It was noted that cycling was added to programming and the patient was programmed to 0-3+.

Event description:
It was further stated that serial # (B)(4) was implanted. The re-implant date was unknown.

Manufacturer narrative:
(B)(4).